Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: (B)(4). Product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patients leads had migrated. The patient underwent a lead revision procedure wherein the leads were repositioned. The patient was doing well postoperatively.